Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The patient observed a ¿milky substance next to the bulb¿. The medicated solution in the line was observed to be clear. The patient noted the fluid had leaked into the housing ¿next to the bulb¿. The device contained 1490 mg flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 11, 2023 ¿ october 16, 2023. H11: the device was received for evaluation containing 10ml of fluid in the bladder; a photograph was provided along with the sample. Visual inspection was performed on the photograph which showed a white cloudy residue inside the device bottle. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported leak. No evidence of a milky substance was observed from any parts of the device. The fluid inside the bladder and the tubing line was observed to be clear. A functional leak test was performed, and no evidence of a leak was observed. The unit was monitored until the next day, and no evidence of leak from any parts of the unit was observed. The reported condition was not verified during actual sample testing; however, verified during photo inspection. The cause of the condition could not be determined; however, may be related to user handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.